Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high capture thresholds, intermittent loss of capture (loc) and oversensing. A chest x ray was performed and it was confirmed this lead dislodged. Boston scientific technical services (ts) was consulted and offered reprogramming options. It is planned to perform a lead revision in the near future. Additional information was received that a lead revision was performed and this lead was successfully repositioned. Further information was received that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high capture thresholds, intermittent loss of capture (loc) and oversensing. A chest x ray was performed and it was confirmed this lead dislodged. Boston scientific technical services (ts) was consulted and offered reprogramming options. It is planned to perform a lead revision in the near future. Additional information was received that a lead revision was performed and this lead was successfully repositioned. Additional information was received that this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high capture thresholds, intermittent loss of capture (loc) and oversensing. A chest x ray was performed and it was confirmed this lead dislodged. Boston scientific technical services (ts) was consulted and offered reprogramming options. It is planned to perform a lead revision in the near future. Additional information was received that a lead revision was performed and this lead was successfully repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high capture thresholds, intermittent loss of capture (loc) and oversensing. A chest x ray was performed and it was confirmed this lead dislodged. Boston scientific technical services (ts) was consulted and offered reprogramming options. It is planned to perform a lead revision in the near future. No adverse patient effects were reported. At this time, this lead remains in service.